Event description:
It was reported that prior to surgery, during testing, it was observed that the small battery drive device "made a loud grinding noise." There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during follow-up with the customer, it was stated that ¿there was nothing wrong with the device, it just needed oil.¿ therefore, the reporter stated that the device would not be returned for evaluation. The reported condition cannot be confirmed and/or duplicated. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.